Manufacturer narrative:
Concomitant medical products: product ID 97702, (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Dual reporting -see regulatory report# 3004209178-2019-08004. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that on (B)(6) 2019, the ins was not working or had stopped working. No symptoms were reported. At the time of the report, the cause of this issue was not known yet, but the patient was scheduled to meet with the hcp and/or the rep on (B)(6) 2019. Additionally, no information was provided that identified which of the patient's two stimulators was the one not working. Follow up was conducted to try and obtain additional information. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.